Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was down to 47 mg/dl and 200 mg/dl. The customer was treated with food. The other events reported are sweating and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. Customer used auto mode feature. Customer reported they did not receive a calibration not accepted alert. The customer received sensor updating alert. The device will not be returned for analysis.